Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. The issue was resolved through powercycling the surgeon console. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.

Event description:
It was alleged that, when connecting the system for the procedure, there was no image from the endoscopic camera. During troubleshooting, the user tried to reconnect the cables and replace the camera head. The issue was resolved by powercycling the surgeon console. The procedure was performed with the use of versius surgical system, with no further issues. The surgeon console has been used since this event with no reported issues. At the time of this report, no further information has been provided.